Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: foreign object was lodged in the check valve assembly of the venting connector, image noise. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the malfunction scope communication errors and image noise occurred due to water leakage from the scope connector. Additionally, the most probable cause for the malfunction foreign object was lodged in the check valve assembly of the venting connector could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the colonovideoscope had a scope communication error. The issue occurred during inspection for use. There were no reports of patient harm.